Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer high blood glucose level was 1223 mg/dl at the time of incident. Customer stated that positive results in ketones test, nausea and vomiting. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of the hospitalization details has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 due to high blood glucose . Customer blood glucose level was 1223mg/dl.